Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants that had not fully crossed the si joint. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 222224, mfd. 10/21/14, expires 2019-10, UDI (B)(4). 2nd (middle): ifuse implant, p/n 7045-90, lot# i0908, mfd. 02/20/14, expires 2019-02, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0a22, mfd. 05/19/14, expires 2019-05, UDI (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed. After 18 months of pain relief, the patient presented to the surgeon with a recurrence of right si joint pain. The surgeon determined that the middle and caudal implants had not fully crossed the si joint while the cephalad implant appeared to be in a good position. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the middle and caudal implants using chisels as they were solidly fixed in bone. The cephalad implant was left in place. He then placed two wider implants into the voids left by the previous explants. The patient's pain complaints resolved following the revision procedure.